Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to an x-ray. The customer will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.